Event description:
During an unknown patient procedure, the physician was reaming when the reamer shaft handle broke. There wa sno harm to patient, delay in surgery or other adverse events due to the malfunction reported. The procedure was completed with another instrument.

Manufacturer narrative:
Customer indicates complaint sample is not available for evaluation. Investigation is currently in process. Once completed a follow up medwatch 3500a will be submitted.